Manufacturer narrative:
Investigation: one photo was provided to our quality engineer for investigation. After review, we were able to verify a leak occurred. A device history review could not be performed as no lot information was provided. Based on the available information we are not able to identify a root cause at this time.

Event description:
It was reported that a bd discardit¿ ii syringe w/o needle leaked at the stopper during sampling. Customer¿s verbatim: ¿ during sampling, it was spotted that there is a leakage past the plunger. ¿

Manufacturer narrative:
(B)(6). Medical device expiration date: unknown. Device manufacture date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that a bd discardit¿ ii syringe w/o needle leaked at the stopper during sampling. Customer¿s verbatim: ¿ during sampling, it was spotted that there is a leakage past the plunger.¿